Manufacturer narrative:
(B)(4). The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the current gore-tex® suture instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination and/or exposure. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The devices were not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for these devices, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as valid lot numbers were not provided.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected mesh on (B)(6) 2015. Additional event specific information was not provided.